Manufacturer narrative:
Follow-up # 1: date of submission: 04/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/20/2017 with the following findings: a review of the pump¿s black box history revealed a cs 064 call service alarm. The piston did not move during the rewind or load steps; a call service 064 alarm was given during the prime cartridge step. The pump was opened and the motor was removed and tested with an external power supply on the bench. The motor failed to move with an external power supply. Further testing on the pump was unable to be performed due to the motor failure. This initial complaint was confirmed during the investigation. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.